Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient experienced a short study with a duration of 1:53 hours. Due to the short study, a repeat procedure will be scheduled. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. The signal on the graph suddenly stopped after one hour and 54 minutes. The capsule ph signal had normal values. There was a section in the graph where the ph tracing is high, commonly seen during and after a meal. The graph suddenly stopped at 8:40:27am on the first day. Replication of this condition can occur when the recorder's battery discharged prematurely, the recorder's battery was not fully charged, or if the patient stopped the recording by mistake. The recorder was not returned for evaluation so a root cause could not be determined. If information is provided in the future, a supplemental report will be issued.